Event description:
A hospital in another country, reported to our distributor that when hospital staff connected the rt126 neonatal low flow breathing circuit to a ventilator they noticed that air leaked at the suction port valve during the set up. No pt consequences was reported.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The actual device was visually inspected and tested for potential leaks. Results: a lot number check was not possible as the lot number was not provided. The slit on the duckbill valve for the suction tube was not closing completely when the suction tube was removed. Conclusions: the device was out of spec. We are aware of other similar complaints for infant breathing circuits. The occurrence rate is approx 0.0031% worldwide for the last year. The tooling and the supplier of this product has been changed to improve the overall performance of the duckbill valve and reduce failure rates. Please note this report was initially incorrectly assessed for vigilance reporting and so is sent late.